Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the resistance reading from the distribution node (dn) was variable. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the red and white (pp+) wire in the dn had a cold dolder joint. This caused the resistance reading to vary. The root cause of the cold solder joint was unable to be positively determined, but was likely an assembly error. No adverse event results from the cold solder joint. The last pt to use this device did not report any deficiencies.